Manufacturer narrative:
The patient's system controller that was in use at the time of this event was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad program office assistant reported that the patient expired. According to the information provided by the vad program office assistant, the events surrounding the patient's death were reportedly unclear but the family did report that the patient complained of being short of breath at the breakfast table and then lost consciousness. The patient was taken to the local emergency room (ER) and pronounced dead. The patient's family and clinicians stated that the vad was not alarming. The local ER did not have a power module or system monitor and therefore pump parameters were not available. No autopsy would be performed and the patient's pump would not be available to the manufacturer for analysis.